Event description:
A (B)(6) make patient contacted zoll customer support to report that he was receiving frequent check therapy pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition. The black pulse wire was open in the trunk cable. The open pulse wire caused the reported alarms. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.